Event description:
It was reported that an ilet device with serial number (B)(6) displayed malfunction alert 69 indicating an algorithm data parity check and the alert did not clear after restart, and the device was deemed nonfunctional with replacement arranged. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and instruction to use backup therapy given uncertainty about device functionality and loss of water resistance. Investigation included technical support troubleshooting and education, device replacement logistics, and data handling guidance. Investigation of this case revealed an internal algorithm data parity error consistent with a device malfunction that persisted after restart. It was concluded that the device experienced a malfunction related to internal algorithm data integrity, and a replacement was provided.